Event description:
It was reported that during c6 aneurysm embolization case as the microcatheter was used to deploy the subject stent. After the distal of the subject stent was deployed out normally, the subject stent was migrated from the location when deploying the middle to proximal of it. Therefore, the subject stent was withdrawn and replaced with a new stent as the procedure was completed successfully without clinical consequences to the patient due to this event.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem. D4 expiration date - added. D9 product available to stryker/ returned to manufacturer on ¿updated. Section h1 type of reportable event - corrected - no malfunction. H3 device evaluated by mfg ¿ updated. H4 manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During analysis, it was noted that the subject stent was returned with an xt-27 microcatheter. The subject stent had become dislodged from the sdw (stent delivery wire) and was visible inside the hub of the microcatheter. On removal of the subject stent from the microcatheter the sdw petal/dpa was found inside the distal end of the subject stent. The distal end of the subject stent was closed around the petal and the wires were compressed from the middle to the distal end. The petal/dpa was removed from the subject stent. The subject stent fully opened on removal of the petal/dpa, but the braid edges were slightly frayed at both ends. Additionally, the sdw was inspected and a kinked/bent was noted approximately 0.5cm from the distal end. The petal/dpa was detached from the sdw but the adhesive was visible inside the marker bands the reported ¿stent dislodged/migrated¿ was not confirmed. The as analyzed defect ¿stent deployed prematurely during retraction/re-sheathing¿, was originally interpreted as the reported ¿stent dislodged/migrated¿. The subject stent device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the subject stent device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous and may have contributed to the reported event. Access was through femoral. The size of the subject stent device was appropriate for treatment site. There was no resistance encountered advancing the subject stent through the introducer sheath or into the microcatheter or inside microcatheter. The stent delivery microcatheter was retracted in a continuous movement while maintaining the position of the stent delivery wire. The subject stent was not deployed when the subject stent dislodged/moved away from target lesion site. The same xt-27 microcatheter was not used to complete the procedure. The physician does not have any allegations against the xt-27 microcatheter. Product analysis found the subject stent device was returned with an xt-27 microcatheter. The subject stent had become dislodged from the sdw (stent delivery wire) and was visible inside the hub of the microcatheter. On removal of the subject stent from the microcatheter the sdw petal/dpa was found inside the distal end of the subject stent. The distal end of the subject stent was closed around the petal and the wires were compressed from the middle to the distal end. On removal of the petal/dpa, the subject stent fully opened, the braid edges were slightly frayed at both ends. The sdw was kinked/bent approximately 0.5cm from the distal end. The petal/dpa was detached from the sdw but the adhesive was visible inside the marker bands. In order for the petal/dpa to have been pulled off the sdw and for the distal end of the subject stent to become crimped over the petal, the subject stent device would have had to encounter a significant force most likely during removal, as the event description indicates the distal end of the subject stent deployed out normally so the subject stent was functioning as intended up to this point. An assignable cause of not confirmed was assigned to the as reported ¿stent dislodged/migrated¿ as the issue included a returned product review which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of procedural factors will be assigned to the as analyzed ¿stent deployed prematurely during retraction/re-sheathing¿, ¿sdw deformed¿, ¿stent deformed¿ and 'sdw kinked/bent' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during c6 aneurysm embolization case as the microcatheter was used to deploy the subject stent. After the distal of the subject stent was deployed out normally, the subject stent was migrated from the location when deploying the middle to proximal of it. Therefore, the subject stent was withdrawn and replaced with a new stent as the procedure was completed successfully without clinical consequences to the patient due to this event.